Event description:
It was reported that a patient, who had a stent graft implanted for 1.5 years in a dialysis shunt in the upper arm, presented with bleeding. The surgeon treated the bleeding by placing sutures in the skin overlying the shunt. During this procedure, the surgeon noticed a piece of wire from the stent graft protruding through the shunt and the overlying skin. Subsequently, an x-ray of the shunt revealed "stent (graft) demonstrating marked anterior tilting with possible break in the wire distally." The physicians are evaluating the course of action or further treatment for the patient. The patient had signs of infection and oozing, however, has been discharged from the hospital.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft remains implanted; therefore, not available for evaluation. The event investigation is currently underway.